Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's reported problem was verified. The pump was found to be "double beeping" during the investigation. No damaged or loose components could be found that related to the issue. No error code 1720 could be found of the returning pump. Service recommended downstream occlusion sensor to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during routine testing, a smiths medical cadd legacy pump exhibited double beep for no cassette. No patient was involved in this event. No adverse effects were reported.